Event description:
Customer stated that the centrifuge can be manually opened by pulling on the lid, and in fact can be started with the lid open. No injury, treatment or change to pt management reported by the customer.

Manufacturer narrative:
Statspin centrifuge reporting that the lid does not have to be locked before the machine starts. No injuries reported as a result. Upon recur, the worst case severity is life-threatening injury.